Event description:
It was reported that the patient was experiencing right heart failure and lightheadedness, and a low flow software upgrade was requested. The cause of the low flow alarms was assumed to be the right heart failure. The right heart failure did not exist prior to the left ventricular assist device (lvad) implant and it was unknown if the right heart failure was thought to be a transient effect due to the implant procedure. It was also noted that a device related issue did not cause or contribute to the right heart failure. The ventricular assist device (vad) and peripheral equipment were not reported to have contributed and the vad and related equipment had been functioning as designed and intended. The low flow software upgrade was performed on (B)(6) 2024 and resolved the alarms; it was noted that no other treatment was performed for the right heart failure. The patient was stable, and the plan was to have the patient return home after the upgrade. Log files following the low flow software upgrade were submitted for review. The event log file captured normal pump function on (B)(6) 2024.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported patient outcome and the heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not be conclusively determined. The controller event and periodic log files did not contain events or data from the reported event date of 30apr2024. The controller periodic log file revealed that a low flow software upgrade had been done and that the primary system controller, hsc-132856, had been exchanged with the back-up controller, hsc-131737. No other notable events or alarms were observed. The pump appeared to function as intended. The left ventricular assist device (lvad) event and one of the periodic log files did not contain events or data from the reported event date of 30apr2024. No notable events or alarms were observed. The pump appeared to function as intended. The lvad periodic files contained data, captured in one-hour intervals, from 22mar2024 19:29:34 through 03may2024 10:30:03. Review of the data captured on the event date, 30apr2024, revealed no notable events or alarms; however, a low flow of 2.4 liters per minute (lpm) was captured on 28apr2024 7:33:44 but it could not be confirmed if it persisted for long enough to result in a low flow alarm. No other notable events or alarms were observed. The pump appeared to function as intended. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including right heart failure, that may be associated with the use of the heartmate 3 left ventricular assist system. This section also addresses pump parameters, including pump flow and pulsatility index. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient condition can result in low flow. Section 6, ¿patient care and management¿ (under ¿right heart failure¿), states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Section 6 also states that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, address system alarm conditions as well as the appropriate actions associated with each condition. Following software upgrades, the heartmate 3 lvas pocket guides to alarms for patients and clinicians explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 lpm. No further information was provided. The manufacturer is closing the file on this event.